Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient not being able to prime).

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a prime issue. The reporter stated that the patient had a blood glucose (bg) of 500mg/dl with nausea, chest tightness, polydipsia and polyuria. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was determined that patient was unable to prime. This report is being made due to the patient¿s alleged hyperglycemic event that resulted from the patient not being able to prime.